Event description:
It was reported that when surgeon implanted first t-bar it was left stuck out so he was not able to implant the second t-bar. Then he had to carefully remove the second t-bar from the joint. There was no significant delay or patient injury reported.

Manufacturer narrative:
Visual assessment of the device shows the needle is dramatically bent. No ts or suture remain on the insertion needle or were returned for evaluation. Device was functionally tested for proper actuator advancement and cycling, device would not function due to the bent needle. Per the device IFU under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. No root cause related to the manufacturing process can be established.